Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Additional device product codes: kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Occupation: reporter is company employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent original l5/s1 fusion surgery on (B)(6) 2017. On an unknown postoperative date s1 screws fractured and l5 screws loosened, which resulted in need for revision procedure on (B)(6) 2019 to remove broken screws and revise both l5 and s1 screws due to pain and dysfunction. This was a planned revision surgery. There was surgical delay of approximately fifteen (15) minutes to remove broken screws. No further information provided. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity 1). This is report 1 of 6 for complaint (B)(4).